Event description:
During follow-up on (B)(6) 2014, noise was observed on sonr signal used for crt optimisation.

Event description:
During follow-up on (B)(6) 2014, noise was observed on sonr signal used for crt optimisation.